Manufacturer narrative:
(B)(6). A medtronic representative visited the site and completed a system checkout. Analysis revealed that the system did not perform as intended. The charge/discharge monitor board was replaced then the system was operational. The charge/discharge monitor (pcba) was returned to the manufacturer. Analysis confirmed the reported issue. Visual inspection confirmed electrical overstress on the pcba. The circuit board below r5 was darkened and there were signs of electrically overstress. Functional testing was not performed due to the condition of the pcba. The pcba interface control, the pcba controller and the contactor were returned unused and there was no failure found with those components. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system (ias) was constantly beeping. Restarting the system 3 times did not solve the issue. Several wall outlets were tried and the beeping persisted. The surgeon aborted imaging and navigation. There was no patient impact reported and a less than one hour delay to surgery.